Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, the ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device's internal battery was replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance.